Manufacturer narrative:
Corrected device lot number from 19951851 to 20136847. Corrected device expiration date form 11/30/2018 to 01/31/2019. Corrected device manufactured date from 11/15/2016 to 01/14/2017. Returned product consisted of a nc emerge balloon catheter. There was blood in the inflation lumen. Device analysis determined the condition of the returned device was consistent with the complaint incident. There was a pinhole in the balloon material in the middle of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There were numerous hypotube kinks. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. There is no indication the device was inflated over rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the very tight calcified left anterior descending artery (lad). A 2.75mm x 8mm nc emerge® balloon catheter was advanced for dilation. However, during initial inflation at 20 atmospheres, the balloon ruptured. The device was completely retrieved from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the very tight calcified left anterior descending artery (lad). A 2.75mm x 8mm nc emerge® balloon catheter was advanced for dilation. However, during initial inflation at 20 atmospheres, the balloon ruptured. The device was completely retrieved from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.